Event description:
It was reported that during preparation of a stenting treatment procedure a stent dislodgement occurred. A 4.00x28mm promus premier stent was accidentally pulled and it separated out from the shaft. The device was disposed and the procedure was completed with another stent with the same size and model. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
The device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).